Manufacturer narrative:
The ge service conducted an onsite investigation. The system had been placed in extended fluoroscopy mode by the customer. The system was tested and operates as intended.

Event description:
The customer reported that the system would stay in extended fluoroscopy mode. No patient injury was reported.